Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Cosmetic inspection on the returned product found one of the axles have fractured off causing one of the hooks to become disassembled. Inspection of the handle assembly found strike marks at the bottom of the handle. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was attributed to extensive usage of device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Foreign: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument fractured after implantation of implant. Attempts to obtain additional information have been made; however, no more is available.